Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6), u.s.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6), u.s. On (B)(6)2024, it was reported by the patient that he was hospitalized for 4 hours due to hyperglycemia and high ketones. High blood glucose level was 535 mg/dl and current level was 480 mg/dl. No further information was available